Event description:
On 08/24/2022, it was reported by a sales representative via sems that a ar-6485 pumps pegs would turn but very minimal fluid was being pumped out, even after turning the pressure up significantly. This occurred on 08/23/2022 during an unknown case. A new pump was pulled into the case and the case was completed without any complications.

Manufacturer narrative:
See attached for supplier evaluation.